Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that after the pocket was closed following the initial implant procedure, the right ventricular (rv) lead superior vena cava (svc) coil impedance was unable to be seen and the rv coil impedance was high. The following day, the right atrial (ra) lead impedance was also high. An x-ray was performed and it was noted there were "no lead disturbances." At that time, the physician chose to replace the device due to the sensing and pacing parameters being "okay." After the device was replaced, there were no issues observed with the leads and the replacement device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.